Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, malfunction implant. No inflation when touched. Empty reservoir on the ultrasound examination. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Additional information on 10/22: revision surgery not scheduled yet. The explanted device will be sent after the surgery is performed. No further information is available as of this entry. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
A titan touch pump, cylinders, and reservoir were received for analysis. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted near an area of confined abrasion on the exhaust tube of cylinder 1, near the tube/strain relief junction. This was a site of leakage. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder exhaust tubing at the tube/strain relief site. A separation of this type could then allow the loss of fluid, making the device inoperable.

Event description:
Additional information indicated fluid loss from the tubing of the left cylinder, close to the proximal junction.